Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, this patient is verified right knee done (B)(6) 2005. She had the right knee revised on (B)(6) 2023, approximately 17 years and 8 months after their initial procedure. Periprosthetic osteolysis of internal prosthetic knee joint. There was significant effusion and synovitis. No purulence. There was delamination of the polyethylene but no evidence of prosthesis loosening. Patient was transferred to the recovery room in stable condition. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H3: the revision reported in the case may have been the result of prosthesis wear of the tibial insert and patella, osteolysis, and patella loosening after being implanted for over 17 years as stated in the operative notes and information provided. The loosening may have been the result of both patient-related conditions and a degradation of the bond between the patella and the bone. The extent and root cause of the reported polyethylene wear and osteolysis cannot be confirmed as the devices were not available for evaluation and images of the explanted devices/pre-revision radiographs were not provided.